Event description:
The reporter stated that the surgeon inserted a aa4204vf one piece silicone lens.the lens tore upon insertion into the eye.the incision was enlarged to remove the lens.another lens was inserted with success.no sutures were required.patient had prolasped iris.